Event description:
It was reported that during the case, the patient felt discomfort and echo confirmed a small pericardial effusion. The procedure was terminated and the patient was sent to recovery. Additional information was requested but no biosense webster representative was present since this was part of a clinical study being conducted by (B)(6) medical center in (B)(6). Any additional information obtained will be submitted to the FDA in a supplemental report.

Manufacturer narrative:
Concomitant product: noga xp system: us catalog# m572401, serial# (B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).